Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 8.0mmol/l. Customer was advised to remove battery for 10 minutes and clean contracts with alcohol wipes. The customer was advised to insert new battery and display did not return. The issue happened during normal use. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 8.0mmol/l. Customer stated there is crack in case and pump is not dropped or bumped. The customer stated the crack is seen on button and he does know how the damage happened. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with cracked select button keypad overlay and minor scratches on lcdwindow.